Event description:
Boston scientific received information that this patient had been experiencing a stinging sensation near his pacemaker pocket. The sensation was only occurring once in a while for approximately one second, two to three times per day. (B)(6) later, it was reported that this pacemaker had eroded through this patient's skin. The entire system was explanted and replaced without further incident.

Manufacturer narrative:
No other adverse events have been reported. This issue will be re-evaluated if additional information is received.